Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not provided. Omnipod software app version: not provided. Operating system: not provided. Hardware: not provided. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported on (B)(6) 2026, the patient applied a new pod and dexcom g6 sensor which caused their blood glucose to rise to 17.1 mmol/l (307.8 mg/dl). They later confirmed their blood glucose via finger prick and this reading came back as 24.8 mmol/l (446.4 mg/dl). The patient then replaced their sensor and became confused as the controller continued to show blood glucose readings. At this point, the patient had been wearing the pod between 5 and 24 hours on the abdomen. On (B)(6) 2026, the patient then began experiencing symptoms of vomiting and symptoms ¿consistent with dka¿. An ambulance was called and the patient was taken to the emergency room (ER) at (B)(6) hospital. The patient's blood glucose levels and ketone levels were monitored closely, with the patient¿s ketone levels reaching 3.9 mmol/l. The patient was treated with intravenous fluids, 4 units of insulin via injection, followed by a further 4 units of insulin two hours later, and an additional 4 units of insulin after another two hours. The patient was diagnosed with dka and a chest infection and was prescribed amoxicillin sugar-free for a 3-day course. It was reported that the medical team believed that the chest infection may have contributed to the patient¿s elevated blood glucose levels and ketone production. The pod was removed at the hospital, and a new pod was applied prior to leaving the hospital. The patient left the ER the following day (on (B)(6) 2026).